Event description:
Reportedly, the subject device delivered too much fluid. Upon setup, the nurse noted that the cassette did not lock into place properly in the device, but she was able to close the door and start the infusion. The patient was given a drug to halt seizure activity.